Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR unable to be reviewed as the lot number for the device is unknown. Tolerance analysis of the interaction between the inserter and the shell confirmed that the devices are compatible and can be fixed properly to each other. DHR review of the shell confirmed that the thread form and minimum thread depth of the threaded polar hole was 100% inspected per m.i.s at the time of manufacture. However, with the information provided, a definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). 65620004820 ¿ trilogy cup ¿ 64577318. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03069.

Event description:
It was reported that during a hip procedure, the shell could not be firmly fixed into the hybrid shell inserter. The shell was still able to be implanted successfully with no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.